Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. The patient was treated one time on (B)(6) 2015 at 16:11:49. It was reported that the patient was at home at the time of the event. The patient's wife reportedly witnessed the event. It was reported that the patient was not conscious during the treatment event. A review of the downloaded data confirms that the response buttons were pressed intermittently during the event, but the response buttons were not pressed during the treatment sequence that resulted in the defibrillation treatment. The ECG data at the time of the treatment event is not available for review. The patient was taken to the hospital and continued to wear the lifevest.

Manufacturer narrative:
A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered one treatment defibrillation. The associated ECG strips of the treatment events could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since it cannot be confirmed that the treatment was appropriate, the event is being reported out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway. Device manufacture date: monitor, sn (B)(4): 01/15/2015 - reuse. Electrode belt, sn (B)(4): 01/11/2011 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.